Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the delivery system, so he elected to retract the device back into the guide catheter. During retraction the stent dislodged from the delivery system. An attempt at retrieval was unsuccessful and the stent became lodged in the popliteal artery. Pt status is listed as "okay".